Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilted, numerous struts have perforated the vena cava. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilted, numerous struts have perforated the vena cava, and now risks outweigh benefits and filter can no longer be removed.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to filter tilted, numerous struts have perforated the vena cava, and now risks outweigh benefits and filter can no longer be removed. Per the medical records, the patient had been admitted for recurrent pulmonary emboli (pe) and acute left leg deep vein thrombosis (dvt). The medical record included a history of pe, diabetes, lymphedema, hypertension and possible congestive heart failure (chf). Per the implant records the patient had been admitted for dyspnea, chf and leg swelling. The right neck was prepped and draped using maximal sterile technique. Utilizing ultrasound guidance, the right common femoral vein was accessed. An inferior venacavagram was performed demonstrating patency of the inferior vena cava (ivc) without evidence of caval thrombus and identifying the location of the renal veins with normal size ivc. A trapease ivc filter was successfully deployed just below the level of the renal veins. Approximately nine years after the filter was implanted, the patient underwent an abdominal computerized tomography (CT) scan, which revealed the filter with the left side to the left of the vena cava, extending slightly into the left renal vein. The filter is tilted. Struts were noted to project more than 5mm beyond the ivc. No fractures were noted. About six months later, the patient was seen in the office for pneumonia, chronic lymphedema, and non-healing leg ulcer. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, tilting, device unable to be retrieved with no documented attempts to remove the filter, and further experienced anxiety and fear related to the filter, becoming aware of these events approximately nine years and five months after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt, and numerous struts have perforated the vena cava. The patient reported becoming aware of perforation of filter struts outside the ivc, tilting, and device unable to be retrieved with no documented attempts to remove the filter, approximately nine years and five months post implant. The patient also reports anxiety related to the filter. Per the medical records, the patient had been admitted for recurrent pulmonary emboli (pe) and acute left leg deep vein thrombosis (dvt). The medical record included a history of pe, diabetes, lymphedema, hypertension and possible congestive heart failure (chf). Per the implant records the patient had been admitted for dyspnea, chf and leg swelling. The right neck was prepped and draped using maximal sterile technique. Utilizing ultrasound guidance, the right common femoral vein was accessed. An inferior venacavagram was performed demonstrating patency of the inferior vena cava (ivc) without evidence of caval thrombus and identifying the location of the renal veins with normal size ivc. The filter was successfully deployed just below the level of the renal veins. Approximately nine years post implant, an abdominal computerized tomography (CT) scan was performed to evaluate the filter. Results of the scan revealed the filter with the left side to the left of the vena cava, extending slightly into the left renal vein. The filter is tilted. Struts were noted to project more than 5mm beyond the ivc. No fractures were noted. About six months later, the patient was seen in the office for pneumonia, chronic lymphedema, and non-healing leg ulcer. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.